Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr1089 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recr1089) have been reported from the same facility in (B)(6).

Event description:
It was reported that fluids were found leaking from pasting during infusion of the patient. Upon careful observations, there were tiny holes from which fluids leaked. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive due to poor sample condition. Two 4 fr perqcath catheters were returned for investigation. One catheter was returned with a blue infusion cap attached. The catheters on both samples protruded 3mm past the strain relief sleeve. Based on the event description of "tiny holes from which fluid leakd", the catheters were likely trimmed with a sharp object. The distal segments of the catheter were not returned. This complaint will address the sample with the blue injection cap. The second sample will be addressed in complaint: (B)(4). Microscopic observation of the catheter revealed no apparent damage, holes, or splits on the catheter segment present. The sample was flushed with water using a 12 ml syringe was patent to infusion. The distal end of the exposed catheter was clamped and pressurized. No leaks were observed. Since no apparent issues were observed and the condition of the segment distal to the split was not returned, the complaint is inconclusive. A lot history review (lhr) of recr1089 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recr1089) have been reported from the same facility in china.

Event description:
It was reported that fuilds were found leaking from pasting during infusion of the patient. Upon careful observations, there were tiny holes from which fluids leaked. No other information was provided.